Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that desktop charger connector pin was broken. No patient symptoms reported. No further complications were reported as a result of this event. On (B)(6) 2017, additional information was received from the patient reporting that they received the replacement desktop charger, but that the replacement did not resolve their issues. They stated that they noticed that the port (hole) where the connector pin plugged into was loose, the cord wiggled and they couldn't get their recharger to charge. They stated that they use to able to hold it in place to charge their recharger, but they weren't able to get it to charger any longer. The patient also mentioned that they noticed when it was charged up, it was not lasting as long as it used to. They mentioned that they were hysterical and thought they were killing the unit in their body. There were no out of box failures reported and no medical or therapy problems associated with the small part components. An email was sent to the repair team. No symptoms were reported. It was asked but unknown when the when the port where the desktop charger plugged into became loose, but it was indicated that it did not work after they received their new desktop charger. No further complications were reported/anticipated.